Event description:
It was reported that the patient had fallen and did not feel the vns device stimulating. At a follow-up visit high impedance was observed. It was reported that x-rays were performed however they have not been reviewed by the manufacturer to date. No surgical interventions are known to have occurred to date.

Event description:
Product analysis was completed on the explanted lead and generator. Analysis on the lead noted that there were setscrew marks on the lead pin which indicated that proper contact had occurred between the generator's setscrew and the lead's connector pin. Kinks were observed in the lead's coils however the appearance of the lead suggested that the kinks occurred as a result of the explant procedure. Abrasions were observed internally and externally on the outer tubing. There was also a compressed appearance at multiple locations in the lead. It appeared that the abrasions were most likely caused by the presence of a tie-down. It was noted that only one portion of the lead was returned and no discontinuities were identified within the returned lead portion. Since the portion of the lead with the electrodes was not returned, analysis could not assess that segment¿s role in the reported high impedance. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. During analysis of the generator the device performed to functional specification and no anomalies were observed. The internal data of the generator was reviewed and it indicated that high impedance was first recorded on (B)(6) 2016. It then dropped within the acceptable range on (B)(6) 2016 however on (B)(6) 2016 the impedance was noted to be high and remained above the acceptable range for the rest of implant.

Event description:
The explanted lead and generator were received and are currently pending product analysis.

Manufacturer narrative:
Corrected data: evaluation codes; this information was inadvertently left off on mfg. Report #1.

Event description:
X-rays were received by the manufacturer however the x-rays were dated prior to the most recent generator replacement and pre-dated the high impedance being observed. No obvious lead fracture were observed and it appeared that the lead was placed per labeling with adequate strain relief. It was reported that the patient underwent generator and lead replacement surgery due to the high impedance. At the beginning of the surgery pin re-insertion troubleshooting was attempted however it was unsuccessful in resolving the high impedance. The lead and generator were then replaced. The explanted lead and generator have not been received to date.